Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure it was noted that the physician had mentioned that when pulling back the protective sleeve it felt that the right atrial leadless pacemaker (alp) was sticking and may have been stuck on cardiac tissue. The procedure was successful. A post-op check was performed a few hours later and all was normal. During the second post-op check, it was discovered that the patient had syncopal episodes and a pericardial effusion. Fluid was withdrawn from the patient and was admitted overnight. Another check was performed, and the patient was stable. There was no further intervention, and the alp remains implanted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.